Manufacturer narrative:
Product ID 3387s-40 lot# va03e59, implanted: 2013 (B)(6), product type lead product ID 3387s-40 lot# va03e59, implanted: 2013 (B)(6), product type lead product ID 3708660 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension product ID 3708660 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension product ID 37642 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported there was a bump near the left scalp incision with oozing bloody water which resulted in in-patient hospitalization. It was stated there was an infection at the left lead incision site. It was stated a CT scan was performed and found the implantable neurostimulators (ins) were in place, no findings of focal mass, and no acute findings. Lab work showed the patient had elevated red blood cells, (B)(6). It was stated the outcome was ongoing and intervention included IV antibiotics.

Event description:
Additional information received reported that the patient outcome was resolved without sequelae on 2013 (B)(6).